Manufacturer narrative:
Sample was received for evaluation. Visual examination of the sample shows a hair inside an unopened applicator package. As a result, bd was able to verify the reported issue. The most probable root cause is inadequate gowning by associate(s) and/or preventative measures during the manufacturing of the product. Production record review was completed for batch/lot 0108925 and no non-conformities, failures, deviations, or rework activities occurred during the manufacturing of this lot similar to the reported issue or that could have contributed to the reported issue. Records reviewed indicate that the lot passed all the in-process inspections. An awareness session was conducted with production associates in regards to this complaint. No further actions are required at this time. This failure mode will continue to be tracked and trended.

Event description:
Hair inside of packaging - customer noticed the hair before opening.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Hair inside of packaging. Customer noticed the hair before opening.